Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - ni. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04279 & 3002806535-2016-00801).

Event description:
During a left hip revision procedure, the stem loosened and rose out of the femur during the removal of the femoral head. The stem was removed and replaced; however, this was not initially intended.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow up report is being filed to relay the correct lot number.

Manufacturer narrative:
(B)(4). Product has been returned to (B)(4) for evaluation and forwarded to a research engineer for investigation. Visual examination of the components has highlighted extraction damage on the stem and head. It was indicated ¿that when the surgeon was removing the head from the stem, the stem rose up¿. It is unclear if this occurred due to the stem already being loose in the patient or whether it loosened during attempts to separate the head whilst using a hammer and bolt. The surgical procedure for the stanmore stem has highlighted a specific tool to remove the head, which has not been used in this instance. No further attempts were made during this investigation to separate the head and therefore, the condition of the taper junction could not be assessed. Cement mixing and preparation can influence the degree of fixation of a device. However, no information was provided or surgical notes to assess the viability of the cement after preparation or any evidence (e.g. Burnishing), that the stem was loose prior to the surgery. There is a possibility that the stem loosened during the attempts to remove the head, especially if there were impacts on its underside as evidenced by the impact damage. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaint database has found no similar complaints reported with this item #/lot # combination. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.